Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-04148 and MFR. Report # 3005099803-2012-04149). It was reported to boston scientific corporation that an autotome was used during a stone retrieval procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device did not conduct electricity, so it was unable to cut the tissue after reaching the target lesion. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-04148 and MFR. Report # 3005099803-2012-04149). It was reported to boston scientific corporation that an autotome was used during a stone retrieval procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device did not conduct electricity, so it was unable to cut the tissue after reaching the target lesion. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device including the tip area was twisted and the exposed cut wire was bent. A functional evaluation found that the 2-in-1 connector and all sections of the exposed cutting wire were able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire was measured and found to be within specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. The device history record review found the device met all manufacturing specifications. (B)(4).